Event description:
Customer reports, a scrub nurse rec'd a needlestick when a circulating nurse handed the suture packet to the nurse. While holding the suture packet to arm the needle, the nurse was stuck with one of the three needles contained in the multipack. Apparently the needle was exposed before the nurse had a chance to arm it. Subsequently, infected blood came into contact with the open wound. The blood reportedly was hepatitis positive and possibly hiv positive. The nurse in undergoing anti-viral medical therapy.

Manufacturer narrative:
Reference MFR. Complaint # mt1998-4-27-192. Lot history review was unremarkable with regard to this complaint. No findings of packaging problems were indicated. Retention samples were evaluated and found to be in compliance with standards for packaging. No other complaints have been received against this lot since its release. Co attempted to duplicate the report and found that the needles had to be grasped, driven out or pushed down from the inner label to have the points exposed, due to the curvature and size of the needles.